Event description:
The customer reported of having to reprogram the pump each time the batteries are replaced. During the call the customer was hospitalized for dka. The infusion set was changed. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained to the customer that the pump is operationg as designed. Instructed the customer to change the site and use manual injections as per md protocol. Furthermore, the pump had an alarm. The alarm was cleared by pressing the select and activates button. Suggested the customer to use injections until the replacement pump arrives.